Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single leaflet device attachment (slda). It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade of 4. The first clip was implanted without issue. It was noted that a moderate aorta hugger increased grasping challenges. As the physician was attempting to implant the second clip, they noticed that the first clip had detached from the anterior leaflet resulting in a slda. Due to challenging anatomy of a dilated left atrium, they could not implant the second clip. Imaging was noted to be challenging. Mr remained at grade 4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the incomplete coaptation/slda and difficult leaflet grasping were due to pre-existing patient anatomy. The reported image resolution poor was due to patient anatomy and equipment limitations. The reported unchanged mr was a cascading event of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.codes removed, return device status update h6 health effect-impact code 2199 removed.